Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up the physician retrieved a vf episode from merlin.net. The episode showed that the ICD appropriately diagnosed the vf episode, however, the physician suspected an output anomaly. The patient was scheduled for x-ray. No further information is available.

Event description:
New information received notes that during a follow up the physician noted low sensing of the right ventricular lead. Externalized conductors were seen via fluoroscopy. The physician capped and replaced the lead. No adverse consequences to the patient after the event. Patient was good.